Event description:
It was reported approximately two weeks post implant that an x-ray confirmed the right ventricular (rv) lead had dislodged. It was further reported the rv lead exhibited high thresholds and no capture at max output. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.